Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. Patient had no adverse effects and his effluent remained clear. Patient was able to complete their treatment via manuals. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.